Manufacturer narrative:
Date sent to FDA: 5/29/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2014 during which the surgeon noted the small bowel-containing ventral hernias approached the defective mesh, occurring both superiorly and inferiorly to it. It was reported that the patient experienced infection, abdominal wall fluid collection, seromas, cutaneous sinus tracts, ileus, intractable groin and abdominal pain. No additional information is provided.